Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint cmp-(B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem d4: expiration date and UDI g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with markings from removal. There was bone debris on its internal and external threads. No damage identified or signs of malfunction that would have contributed to the event. DHR review was completed for the subject lot number 1259962. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259962 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : nerve damage the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint(B)(4). G4: additional 510(k) number is k013227.

Event description:
Per indicated: tip of fixture compromised ian wall, paresthesia occurred, time allowed for resolution, but progress too slow to assure proper resolution. Elected removal, assess resolution, intent of patient is another fixture shorter same site. Symptoms as a result of the event: paresthesia, inflammation.